Event description:
It was reported that the patients lactate dehydrogenase (ldh) was up to 2000 u/l and haptoglobin was less than 8. A transthoracic echocardiogram was done of the aortic valve and it was found closed. The ventricular assist device was flowing well with no alarms. A log file review only found a fixed speed adjustment on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported elevated lactate dehydrogenase (ldh), right ventricular failure, and renal dysfunction as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The controller event log file contained data from 17:46:35 on (B)(6) 2021 through 12:58:28 on (B)(6) 2022, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis, right heart failure, and renal dysfunction as potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that hemolysis was not confirmed and a transesophageal echocardiogram showed no evidence of thrombus. Plasma free hemoglobin was at 80.1. The patient had right ventricular failure, elevated central venous pressure and hypervolemia. The patient was placed on heparin drip and continuous venovenous hemofiltration.